Manufacturer narrative:
The company rep observed that the unit displayed a very intermittent erratic invasive blood pressure with the simulator hooked up. The company rep replaced the front end board (B)(4) and internal pressure cable (B)(4). The unit was tested to factory spec. It functional normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the invasive blood pressure displayed on the unit would flatline and not change scale automatically. The pt was switched to another unit and therapy was continued. No pt injury was reported.